Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery the air was entered in to the patients eye and 400ml of balanced salt solution was remaining in the bag. The procedure was completed by using another product. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information has been provided in section d.9, h.3, h.6 and h.10. A representative (ar) visited the site and provided instruction on proper use of the equipment. No services were performed on the system. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. A likely root cause for the reported event is improper use of the equipment. However, it cannot be determined conclusively at this time. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).